Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called and reported that the customer receiving low readings on the adc freestyle libre sensor when compared to an hcp meter. It was further reported the customer ¿wasn't feeling right¿ and was unable to self-treat. The customer had contact with a healthcare professional and a reading of 500 mg/dl was obtained on the hcp meter compared to a sensor scan of 49 mg/dl. The customer was diagnosed with hyperglycemia and treated with humalog (insulin) by his wife. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver called and reported that the customer receiving low readings on the adc freestyle libre sensor when compared to an hcp meter. It was further reported the customer ¿wasn't feeling right¿ and was unable to self-treat. The customer had contact with a healthcare professional and a reading of 500 mg/dl was obtained on the hcp meter compared to a sensor scan of 49 mg/dl. The customer was diagnosed with hyperglycemia and treated with humalog (insulin) by his wife. No further information was reported. There was no report of death or permanent impairment associated with this event.